Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stock was not an option to pick on both stations. A technical support specialist (tss) dialed in session and the setting in the es server and verified that the anesthesia kit was properly loaded on the station as per the es server settings, although customer typically searches for this kit from the pre-op station. The es configuration showed stock-only enabled, making the kit visible only on the station, and the pre-op station where the key previously existed no longer had the kit loaded. The pharmacy staff confirmed that it was manual configuration and tss advised the customer to perform the steps as per knowledge article "resolved issue - nonspecific resolution". The tss checked and found no active carefusion coordination engine (cce) server and required justification from hospital information technology (hit) to get it restored. Then the tss checked the option configure in the es facility formulary setting and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the anesthesia stock option was unavailable on two stations, and user were unable to remove narcotic boxes. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.